Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device's pogo pin is stuck and does not fully expand. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the pogo pin was found to be bent and stuck inside the device and a locator pin on the battery side of the returned pad-pak was found to damaged. Given the damage observed to both the +ve pogo pins and the battery-side locator pin, this would suggest the issue had occurred due to incorrect pad-pak installation. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device's pogo pin is stuck and does not fully expand. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.